Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t-wave oversensing was noted on the implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Correction: update to serial number

Event description:
New information noted that the device was post paced t-wave oversensing.